Event description:
Limited information is available. Baxter representative reported a system 1000 hemodialysis device displayed 8l had been removed from a patient. The target ultrafiltration (uf) was 0.5 l. The actual uf is unknown. The patient was taken off the device and treatment was continued on another device. There was no patient injury or medical intervention reported.